Event description:
It was reported that a spectrum pump failed flow rate test with value of 21.4 during preventive maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿flow rate fail 21.4¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A review of the event history log revealed infusions without any abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.